Event description:
This is the second event of two in which during administration of intravenous (IV) medication, the nurse noted there was leaking of the fluid from the hub. This tubing was replaced with another set. The defective tubing was saved and is available for the manufacturer to inspect upon their request.